Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user facility that during the preparation for use, the endoscopic image of the subject device was not displayed and an error occurred when the video system center was connected to the subject device. The user replaced the subject device with another device and completed the procedure. There was no report of patient injury associated with this event. Olympus (B)(4) checked the subject device and found that the camera cable was compressed and deformed. Additionally, when the two ends of the compressed part were pinched and twisted, the endoscopic image flashed from the black screen and returned to normal.

Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results by the repair center, omsc surmised that the cause of the reported event as follows. This case is assumed that there had caused unexpected stress on the cable due to the handling of the user, and the image did not appear because the cable unit had broken down, and the error e311 was displayed. If additional information becomes available, this report will be supplemented.